Event description:
The manufacturer received information alleging hospitalization due to excessive device pressure delivery. Additionally, the reporter states the patient complained of excessive pressure during clinical and therapeutic use in conjunction with the sensation of suffocation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.